Manufacturer narrative:
B5: upon follow up, it was reported that two days after event onset, the patient was hospitalized for the event. Antibiotic treatment was discontinued. Five days after hospital admission, the patient was discharged. The patient was recovered from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with vancomycin injection (1g, intraperitoneal), amikacin injection (500mg as start dose, followed by 100mg in one bag, intraperitoneal) and fortum injection (1g in one bag) for peritonitis. At the time of this reported, the patient outcome and the action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.